Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture at the output window and the distal tip of the glass cap broken off. Detritus on the metal cap and devitrification at the output window were also observed. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber twisted/observed to rotate inside the cap at 495,443 joules of use. The procedure was completed using a second fiber. Outcome: no damages to the patient.